Event description:
The customer, who is also the medical director at her facility, contacted physio-control to report that their device powered off by itself during a patient incident. The patient, a (B)(6) male, had collapsed in the bathroom of a museum. There were no witnesses to his collapse and it was unknown how long the patient had been down for by the time he was discovered. Local police were the first to arrive on scene and they began CPR. The local police did have an AED (brand unknown) with them, but chose to not use it upon arrival. The ems team who arrived hooked up the physio-brand AED to the patient and the device gave a "no shock advised" decision. Shortly thereafter the device powered off on its own and the customer was unable to power it back on. During this time, CPR was being performed, so the police AED which was also on scene was hooked up to the patient with minimal delay. It too gave a "no shock advised" decision. The police AED was then detached from the patient and the ems team transported the patient to a paramedic checkpoint approximately 15 minutes away. They performed CPR en route to their destination, but for reasons unknown discontinued using the AED for the duration of the trip. The patient did not survive the event.

Manufacturer narrative:
(B)(4). The medical director at the customer facility advised that it is her opinion that the reported issue did not have an impact on the outcome of the patient based on the fact that it was an unwitnessed event and that two different devices provided "no shock advised" decisions. The medical director further indicated that they had lost track of which battery was installed into the device at the time of patient use. The facility had multiple rechargeable and non-rechargeable batteries for use with their device. The rechargeable batteries had an expiration date of 07/23/2013. Since the incident the medical director advised that a new, fully charged rechargeable battery had been installed into their device and that it now says ok and powers on without any discrepancies. The old batteries were disposed of by the customer. Neither the device, nor the batteries were returned to physio-control for evaluation. The cause of the reported failure could not be determined.